Event description:
The implant malfunctioned due to a stuck component. The malfunction did not cause or contribute to a death or serious injury.

Event description:
Product failed do to an inability to separate components. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.